Manufacturer narrative:
(H3) pending evaluation

Event description:
It was reported via the legal department that this patient's right knee was revised approximately 4 years 9 months post op. Reason for the revision was not reported. No additional information available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report 1038671-2023-01341.